Event description:
The customer reported that an 840 ventilator had an erratic display. The failure happened while the device was not used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and tightened loose cable connections. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).